Event description:
It was reported by a patient that they had x-rays taken due to continued pain after surgery. The x-rays indicated that the cables have fractured. No revision surgery has been scheduled to date.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.